Manufacturer narrative:
.

Event description:
Reportedly, the surgeon used two devices and the same thing occurred with both. Surgeon was only able to use the device one time with the original cartridge with both staplers. Second cartridge was used and worked correctly. When a third cartridge was loaded it would not fire, this occurred with both devices. No injury. Or time was extended more than 30 minutes. Sex: female. Procedure: bowl resection.